Event description:
It was reported that the patient presented in the or for device change-out due to normal eri. Externalized conductors were noted via flouroscopy. Lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasions were found at 10.0-10.9cm from the distal tip, consistent with friction to another device. Internal insulation abrasion with externalized conductors was found at 7.9- 11.2cm from the distal tip. Etfe coating abrasions on both sites were consistent with explant damage. An internal insulation abrasion under the svc shock coil was found at 21.9-24.9cm from the distal tip. The re conductor was visible and the etfe coating g was abraded. All performed electrical tests were normal.